Manufacturer narrative:
Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 4th related complaint reported with the defect/condition of barrel cracked for lot #9280282 item #305618. Related complaint: (B)(4). A device history record (DHR) review was performed on the columbus batch (9254068) used as components in the nogales batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that after filling syringe with medication it is discovered that the barrel was cracked with a bd syringe 30ml ll tip conv pak. The following information was provided by the initial reporter: (4 of 4 complaints). It was reported, after filling, it was noticed that the syringe barrels were cracked causing leaking of medication.